Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk. The device had a missing end cap sticker.

Event description:
The customer reported that the insulin pump was stuck on the prime mode. The customer replaced the battery and the device alarmed an error. No further information was provided.